Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing redness and scabbing at the magnet site. The external magnet was exchanged. The recipient was reportedly advised to cease device use; however, the recipient continues to wear the device. The recipient was reportedly prescribed bactrim and mupirocin.

Manufacturer narrative:
Additional information: section d.6b. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly wearing the device off ear. The recipient is reportedly healing well but was still recommended to wear device off ear for a few more months. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed well. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.